Event description:
Received call about the catheter replacements done by vascular provider. Catheters being used are not holding up, and should last a year or two. These are not lasting six weeks on this patient. Also other patients catheters are showing stress cracks. He is mostly concerned about product being used and the patient having to undergo another surgical procedure.

Event description:
Received call about the catheter replacements done by vascular provider. Catheters being used are not holding up, and should last a year or two. These are not lasting six weeks on this patient. Also other patients catheters are showing stress cracks. He is mostly concerned about product being used and the patient having to undergo another surgical procedure.